Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported whether the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. On an unreported date, the patient began treatment with injection vancomycin (2 grams, route, frequency, and duration not reported), fortum (1 gram, route, frequency, and duration not reported), gentamicin (40 milligrams, route, frequency, and duration not reported), and heparin (25000 units, route, frequency, and duration not reported). Dianeal therapy was ongoing. The outcome of the peritonitis event was not reported. No additional information is available.